Event description:
A journal article was reviewed that contained information about this pacemaker system. The patient presented for a laminectomy due to a compression fracture. The pacemaker system was checked prior to surgery and this revealed that the system was functioning appropriately. During the surgery, while the physician was using electro cautery, there was an "abrupt onset of bradycardia, with a drop in mean and systolic pressures followed by a brief asystolic period and a loss of arterial line tracing." The position of the electrode was moved from by the right arm to the right leg, and the symptoms returned. The return to normal sinus rhythm immediately and spontaneously was observed. Therefore, the physician decided to proceed with the surgery, with "short bursts" of electro cautery. The remainder of the surgery was uneventful. Postoperative interrogation of the pacemaker showed no malfunction as a result of the electrical magnetic interference (emi).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article:"electromagnetic interference in a cardiac pacemaker during cauterization with the coagulating, not cutting mode." J. Anaesthesiol. Clin. Pharmacol. October 1 2011;27(4):527-530.